Event description:
On (B)(6) 2004, the patient came into the doctor's office for a root canal. A pre-fabricated post and core were cemented then the tooth was prepared for a temporary crown using expa-syl. Immediately, a reaction to the product occurred which included red, irritated gums that sloughed off. The product was rinsed off and the temporary crown was placed with the margins exposed to prevent further irritation. It was noted during a check-up on (B)(6) 2004 that the gums were still very irritated, red and puffy. Due to the condition of the area cementing of the permanent crown was delayed by the doctor. A check-up on (B)(6) 2004 revealed the area to be partially healed, but the patient reported daily pain. Penicillin and gelclair, a mouth rinse for sores, were prescribed. In a (B)(6) 2004 check-up the tooth was found to be very mobile. The gum resorbed on the facial and there was significant bone loss. On (B)(6) 2004 the tooth was extracted and a bridge on teeth 10-12 was placed. Route used: (B)(6). Diagnosis for use: hemostatic agent/gingival retraction paste.